Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had damage to the battery compartment. Pump is missing a part of the compartment. Pump was not dropped or bumped. Customer's blood glucose level was 200 mg/dl. Insulin pump will need to be replaced. No further assistance needed.